Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported to fresenius that air was found in tubing for an unknown reason. Upon follow up. The registered nurse (rn) stated there was air bubbles in the cassette. The rn stated that the machine alarmed with an air detected in cassette warning messages during an unknown phase and cycle of treatment. The incident occurred twice to the same patient. The rn also stated that when they opened the cassette door, liquid poured out. The fresenius technical support representative advised to move the patient a different cycler. Patient¿s contact advised that they connected the patient to a different cycler and it was working fine until it occurred again at night time in the new cycler. It was confirmed that the patient was able to complete treatment on the reported day. No patient adverse effects were experienced, and no medical intervention was required.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility clinic manager (cm) reported to fresenius that air was found in tubing for an unknown reason. Upon follow up. The registered nurse (rn) stated there was air bubbles in the cassette. The rn stated that the machine alarmed with an air detected in cassette warning messages during an unknown phase and cycle of treatment. The incident occurred twice to the same patient. The rn also stated that when they opened the cassette door, liquid poured out. The fresenius technical support representative advised to move the patient a different cycler. Patient¿s contact advised that they connected the patient to a different cycler and it was working fine until it occurred again at night time in the new cycler. It was confirmed that the patient was able to complete treatment on the reported day. No patient adverse effects were experienced, and no medical intervention was required.